Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced a zapping sensation in the shoulder blade, shaking and jumping (involuntary movements), inability to turn off stimulation using the controller, worsening symptoms upon standing, tongue hanging out (possible involuntary muscle activity), prolonged pain lasting over half an hour, and persistent stimulation/zapping in the left shoulder blade, down to the elbow, left side, and rib cage. The device reportedly never worked for the intended purpose or area, and the battery did not last long. The patient expressed fear of a heart attack if the event recurred and reported a medical history of heart attack. The event occurred after a commercial blender fell onto the left side of the neck and shoulder blade, bending the patient over. The patient left the controller at home with the device in MRI mode and later attempted to adjust therapy settings, resulting in severe symptoms. An ambulance was called after approximately 15 minutes, and emergency medical technicians were unable to shut off the stimulation until one was able to put the device into MRI mode. X-rays were conducted at the hospital, with results indicating nothing was wrong. The patient declined to further interact with the controller and was redirected to healthcare providers for follow-up.